Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, error 40006 occurred. The site converted the case prior to calling technical support. Not all troubleshooting steps were completed. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed via system logs, but was unable to reproduce the reported issue. The rac was installed onto a printed circuit assembly (pca) test system, where it ran 10x power cycle and it sat idle for one hour. Unable to replicate error 40006.